Manufacturer narrative:
Literature events: author: mohadese ahmadzade, md, hamidreza rouientan, md, shahram akhlaghpoor, md title: hypertension crises and management during radiofrequency ablation of adrenal pheochromocytoma: a case report source: https://doi.org/10.1016/j.radcr.2024.06.024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a case study described the treatment of a left adrenal pheochromocytoma using cool tip rfa in a multiple endocrine neoplasia ii patient who had previously undergone a right adrenalectomy and thyroidectomy. The patient presented with a new tumor in the left adrenal gland, detected via imaging, without evidence of metastasis. Opting against surgical adrenalectomy due to previous surgeries, the patient underwent rf ablation after preparatory alpha and beta blockader during rf ablation, a rapid rise in systolic blood pressure (210 mm hg) was observed in relation to a rapid rise in heart rate (118 beat /min). Rf ablation was suspended and nitroprusside sodium 1.8 g/min was administered to control blood pressure. Immediately following the spike in blood pressure, the patient¿s blood pressure fell to 90/60 mm hg. This led to hypotension requiring a combination of epinephrine and IV fluid to increase her blood pressure and the rf ablation procedure was restarted, and the ablation process was continued. Additionally, the patient¿s oxygen saturation decreased to 75% and the patient was diagnosed with pulmonary edema which was treated with lasix, a minophylline, and morphine. The patient was admitted to ICU and the medications were successfully tapered within 12 hours.